Manufacturer narrative:
Investigation completed 3/07/17. Method: -DHR review -trend analysis -failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4) a total of (B)(4) were manufactured on 11/24/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back for this reported failure and or related to "stud breakage " for this product family shows that 10 complaints were received including this case. Engineering and repairs were able to confirm the customer complaint "knob broke in thread root". There are no visible indications of why the part failed. All applicable machined surfaces near fracture have good surface finish, no steps, or sharp corners that can explain the complaint event. Conclusion: engineering and repairs were able to verify the customer complaint. The root cause cannot be attributed at this time.

Event description:
The distributor confirmed that the setting was correct and no issues were found. Tightening of the screw was also properly done. There was no clearance with the starburst and the distributor confirmed they meshed with each other. Inserting the pins was ok. However, the patient raised her bound hands trying to slip and straightened her bent legs. After the doctors washed their hands, the device snapped and the head dropped. It occurred under the drape. It was right before the posterior cervical spinal fusion surgery started when the screw broke. The patient was positioned prone. According to the doctors, the patient seemed not sufficiently under anesthesia and she moved a couple of times. The head fell 30-40 minutes after the fixation was done. Once it broke, the patient¿s head with the fixation system was over the upper part of xr-2 base unit. The surgery was postponed. As of (B)(6) 2017, the patient was neither paralyzed nor showed similar symptoms.